Event description:
It was reported that the image on the 9800 system was "grainy." Request made to have image quality checked. The procedure was completed. There was no report of pt injury.

Manufacturer narrative:
No additional info at this time. When additional info is provided; it will be reported as required.